Event description:
It was reported, noise resulting in oversensing was observed on the device. Emi was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.